Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to event description. The device was not returned to olympus and customer allegation could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was also reported that e226 communication error occurred and there was noise in the image when the video connector was shaken.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head's screen disappeared. The issue occurred during a therapeutic laparoscopic cholecystectomy and was completed using the same set of equipment. There was no delay or reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
It was also reported that e226 communication error occurred and there was noise in the image when the video connector was shaken.